Event description:
It was further reported that lesion 1 was 90% stenosed not 99% as initially reported. Lesion 2 was 90% stenosed not 80% as initially reported. At the time of the event in (B)(6) 2012, the patient was found to have elevated cardiac enzyme values. The event of acute closure was withdrawn as the site confirmed that there was no acute closure during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as 2134265-2012-03692; 2134265-2012-03693; 2134265-2012-03695; 2134265-2012-03696. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. Lesion 1 was located in the proximal right coronary artery with 99% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.5 mm x 28 mm ion stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was located in the 2nd diagonal with 80% stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.5 mm x 8 mm ion stent, with 0% residual stenosis. Lesion 3 was located in the mid left anterior descending (lad) artery with 100% stenosis. The physician treated the lesion with predilatation and placement of 2.25 mm x 32 mm and 2.25 mm x 12 mm ion stents, with 0% residual stenosis. During the index procedure, the treatment of target lesions in mid lad involved an event of acute closure possibly related to a 2.0x15mm maverick balloon and the 2.25 mm x 32 mm and 2.25 mm x 12 mm ion stents. During treatment of target lesions in 2nd diagonal an event of acute closure occurred, possibly related to 2.5 x 8 mm ion stent. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with severe heavy sub-sternal chest pain and was found to have elevated troponin. An ECG revealed st elevated myocardial infarction and the patient was referred for cardiac catheterization. Thrombosis was noted in the distal segment of the lad stent and at the origin of the diagonal. A target vessel re-intervention was attempted in the 2nd diagonal with balloon angioplasty, but it was unsuccessful. The 2nd diagonal was jailed during the course of previous intervention. The ostium of the diagonal appeared to have some haziness and possible clot. It was initially attempted to be treated with 2.5 x 15 mm long maverick balloon catheter, but it could not cross the lesion. It induced a significant spasm in the mid aspect of lad with some haziness which resolved with ic nitro but the vessel was still jailed. It was not possible to wire the diagonal branch or perform atherectomy or balloon inflation despite multiple attempts and multiple different wires and thus at that point the intervention was halted. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.